Event description:
It was reported the unit is experiencing a power issue. No patient involvement reported at this time.

Manufacturer narrative:
Parent (B)(4) has been re-identified as duplicate of (B)(4) ,which has already submitted its initial complete emdr report under child (B )(4) with received mdn:9be5e66c-7500-11ed-953b-000032a67e77@hpp please refer to initial report under child (B)(4) with received mdn:9be5e66c-7500-11ed-953b-000032a67e77@hpp

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device failed test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.